Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the glass tip was slightly protruding from the metal cap, indicating a glue failure occurred. The glue failure likely occurred due to low/no fluid flow during use. The fiber showed no evidence of "firing from the opposite side" of the device as the tir was correctly aligned with the firing window. Therefore, the complaint was not confirmed. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The fiber passed the connector segment verification test. The control knob is attached and aligned with fiber and can rotate the fiber.

Event description:
It was reported that the aiming beam was firing from the opposite side during the prostate vaporization procedure. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that the aiming beam was firing from the opposite side during the prostate vaporization procedure. The procedure was completed with another device. There were no patient complications.